Event description:
Related manufacturer reference number: 2017865-2022-08369. It was reported that the patient presented for the device change-out procedure. During the procedure, the physician alleged that the right ventricular (rv) lead failed to disconnect from the pacemaker's header. The rv lead was capped and replaced on (B)(6) 2022. The patient's pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the ventricle setscrew inset preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. When the calcified blood was removed from the inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant. Electrical and longevity analysis was normal with no anomalies found.